Event description:
It was reported that during a liver resection the device could not be activated. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 2/23/2026 d4 batch #: z7028m investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis determined that the returned device had the distal tip of the blade broken off and not returned, with the remaining blade portion scratched and showing evidence of contact with metal either in or out of the operative field. During functional testing on energy systems, an alert screen was displayed, which is a probable consequence of blade damage. The device was disassembled to verify internal components and no anomalies were found. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage, resulting in activation issues such as failing the pre-run test with the generator and displaying alert screens like ¿blade error detected¿ or "relaxed pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch z7028m, and no non-conformances were identified.